Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Litigation papers allege has suffered pain, discomfort and instability in the area of the left hip joint and may require revision surgery.